Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse observed damage to a non-functional screen that was dark. The pse recommended touch screen replacement. This issue was reported to be accidental damage. The pse replaced the user interface (ui) assembly once customer approval was received. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
E1: reporting address line: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer reporting the display screen on the v60 ventilator was noisy and not lighted. It is unknown if the device was in clinical use at the time of occurrence. There was no report of harm. Investigation is ongoing.